Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose were 150 mg/dl, 90 mg/dl and 153 mg/dl. Customer stated that the insulin continues to drip after motor stops during the manual prime process. Customer states they were unable to exit the preparing to prime loop. Customer stated insulin continues to drip after letting go of the act button during the prime process. Customer states they were wearing the insulin pump during priming. Customer stated they experienced hypoglycemia and it was treated with glucose tablet. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime/fill anomaly noted.